Event description:
The customer ran a blood test on the contour next and received an e23, indicating it was below 20mg/dl. She retested on a different meter and the reading was 174mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. New meter and strips were sent to her.